Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2023 16:14:08 cst pli# 20 product ID# 97800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Continuation of d10: product ID: 978b128, lot# va2l1vk, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): product ID 978b128, lot#: va2l1vk, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 28-dec-2023, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the lead was broken off in ins header at replacement surgery. The cause is unknown. The device was removed and replaced. The issue was resolved. The patient also reported that the stimulator hadn't been working right in (B)(6) 2022. The patient stated it hadn't been controlling their bladder (the patient kept peeing their pants) so the managing health care provider (hcp) had to replace it on (B)(6) 2023. The patient initially called to ask if replacements happened because the devices were broken. The patient then further explained that they'd had a "reversal" vaginal surgery on (B)(6) 2022 and that they thought/wondered if the issue with the ins "not working" was caused by that surgery. The patient stated for the surgery, they were told they would be placed in a "precarious position" on the table. The patient stated they had to be all the way down on the edge of the operating table and that their legs had been up in stirrups and that after the surgery, they hadn't been able to do anything for six weeks and that they had a lot of a pain/they were very sore on the side where the ins was. The patient stated when the ins was replaced on (B)(6) 2023, a medtronic representative (rep) had been there and that their hcp discovered that the "battery cord" had disconnected from the ins and wrapped around the ins a few times and that the ins had turned around inside of them. The patient stated this time, with their replacement device, the hcp had sutured it in because the ins they removed had always moved around and the patient had been able to see it under their skin. The patient stated if they touched it, the ins would move so this current ins was "definitely anchored" now. The patient stated the rep at the procedure came back after the procedure and told them that the ins had been twisted.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n (B)(6)) passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Analysis of the lead (lot # va2l1vk) identified that all conductor(s) was/were broken at the proximal end of the lead as the result of factors beyond intended reliability. Analysis identified a break in the insulation under the 0 connector at the proximal end of the lead. Analysis identified that the outer insulation of the lead was twisted. Continuation of d10: product ID: 978b128 lot# va2l1vk, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.